Event description:
The customer reported that during prime, the manifold leaked. The amount of the leak is unk. The set was changed out prior to use on a pt without further incident. The product code is 9600, the lot number is unk. The sample was saved and will be returned to quest for evaluation.